Manufacturer narrative:
Additional information: patient age/date of birth: unknown as information was not provided. Date of event: unknown as information was not provided. If explanted; give date: unknown as information was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model zxt300 17.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The lens was subsequently explanted due to patient complaint of halos. Patient outcome was reported as okay. No additional information was provided.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 2/17/2020 section h3: device returned to manufacturer ¿ yes. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.